Event description:
It was reported that during a clinic visit, the health care professional (hcp) was unable to interrogate this pacemaker device. Technical services (ts) was contacted and provided troubleshooting options. The device had been implanted in 2014. Ts suspected that this device does not have any battery capacity remaining. Ts recommended to the hcp to apply a magnet and attempt to get a magnet response. At this time, the device remains in service. No additional information received in regard to magnet response. No adverse patient effects were reported.